Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint of ¿distorted and lines in image¿ was confirmed. The device was visually inspected and found worn out lock latch mechanism causing the image issues. The video connector was replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the image. The image is noisy, it is distorted and has lines. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet equipment could cause the image to flicker or disappear.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include repeated endoscope connections for a long period of time because approximately 9 years or more had passed since manufacture of this product, or that the event occurred because excessive loads deviating from recommended use conditions were applied instantaneously during connecting the endoscope (for example, this product was bumped against a hard object accidentally) and damage occurred.